Manufacturer narrative:
Continued h.6 (health effect - impact code) - f2203. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "arterial hypertension" which is not related to the device. Healthcare professional reported "the prostheses had baker grade IV capsular contracture and calcifications well adhered to the plan". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade ii/iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii/iii.

Event description:
Healthcare professional reported for right side "capsular contracture grade ii/iii, more hardened and without much pain.", "radial folds". "MRI was not performed because patient has panic syndrome". "Panic syndrome" is not related to the device. The device remains implanted.